Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut pro + 26 valve, a pre-implant balloon dilation was performed using a 23mm x 40mm balloon. The valve was implanted at a depth of 3mm; however, dislodged and remained above the valve annulus. A second evolut pro + 29 valve was subsequently implanted. Post-implant balloon dilation was performed three times with a 25mm x 40mm semi-compliant balloon to expand the valve. The patient experienced cardiorespiratory arrest, and resuscitation maneuvers were performed for 30 minutes without success, resulting in the patient's death. Per the physician, the cause of death was unknown.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0012426257); product type: 0195-heart valves; implant date: non-implantable device product ID l-evprop23-29 (lot: 0012063636); product type: 0195-heart valves; implant date: non-implantable device product ID gwbc30 (lot: 92106989); product type: 0193-guidewire; implant date: non-implantable device product ID evproplus-29 (j292681); product type: 0195-heart valves; implant date: on (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that, per the physician, the valves and delivery catheter system (dcs) did not contribute to the patient¿s death.

Manufacturer narrative:
Image review: there were 49 cine images of the event provided for review. Imaging showed the patient¿s native anatomy and coronary artery location. Imaging showed that a pre-implant dilatation was performed using a 23mm x 40mm balloon. Evidence shows the valve was recaptured after one deployment at 0mm. Evidence shows that the valve was deployed at approximately 3mm. The valve was then visualized in a left anterior oblique (lao) projection and released. Some time between final release and withdrawal of the delivery catheter system (dcs), the valve dislodged to the level of the sinotubular junction (stj). There is no evidence that snaring the dislodged valve was attempted, and a second valve was implanted. There is evidence of coronary perfusion in all images up until this point. The second valve was released and a post-implant balloon dilation was performed in three different locations. There is evidence that cardiopulmonary resuscitation was initiated after the post-implant balloon dilation. The final angiogram was performed with a larger amount of contrast, showing no perfusion to the right coronary artery. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.